Event description:
Complainant alleged that while treating a pt (age & gender unknown) the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.